Event description:
Using respironics auto CPAP machine (B)(4) set at a min pressure 13cm, awoke at 0430a with very minimal pressure. Changed min pressure to 20cm and continue to have minimal pressure delivered from machine. Leaks appeared to be minimal. Download shows the change in pressure setting to 20cm and does not show a large leak.